Manufacturer narrative:
Batch review performed on 30 october 2018. Lot 081458: (B)(4) items manufactured and released on 10 july 2008. Expiration date: 2013-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other device involved: liner: cc e cc light flat pe liner ø 28 / e reference 01.26.2844stt. Lot 060220: (B)(4) items manufactured and released on 18 april 2006 . Expiration date: 2011-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medica affaris manager: hip revision surgery occurred 9 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines around the stem and signs of stress shielding. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
On (B)(6) 2018 we were informed that a revision surgery will be performed due to aseptic femoral loosening, the reason is probably pe wear.

Manufacturer narrative:
On 30 october 2018 we were informed that the suspected pe wear is not confirmed. The event description is revision surgery performed, 9 years after primary surgery, due to aseptic femoral loosening.